Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/22/2025, a sales representative reported via phone that an ar-18716-13 cortical screw broke. This occurred during a clavicle orif procedure on (B)(6) 2025. The fragments were retrieved. The patient had a normal bone quality. There was no delay in the procedure, and no additional anesthesia was administered. The case was completed using a non-arthrex device.

Manufacturer narrative:
Additional information: b3, g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.